Manufacturer narrative:
D4 unique identifier (UDI) for crx 18: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The ipp was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for crx 18: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Each cylinder was microscopically inspected and leak testing. It was found in both cylinder a hole in the outer tube from sharp instrument damage. Additionally, both cylinders had wear at fold in the proximal end and middle of the cylinder. Both cylinders passed the leakage test. Also, the spherical reservoir was microscopically inspected and wear at a fold in reservoir shell was observed. Spherical reservoir passed leakage test. And finally, the momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected and wear down to the filament was observed. Ms pump passed the functional and leakage test. Based on this investigation a clear probable cause for the event cannot be established.